Event description:
Related manufacturer report number: 2017865-2018-03390. A lead revision procedure was performed due to anomalous sensing values on the lead. The lead was successfully repositioned to resolve the event. During the repositioning procedure, the device was not able to provide pacing support. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The device was received in normal working conditions, with battery voltage near beginning of life (bol) level. Electrical and mechanical tests, as well as output verification under field settings indicated the device exhibited normal characteristics and visual inspection of the header and connectors found neither foreign material nor contaminants that could have contributed to the reported complaint. Total projected longevity based on field settings is 13.5 years; implant duration is approximately 0.33 year and remaining longevity is approximately 13.17 years.